Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump did not function as expected. The user reported, it was difficult to perform the occlusion. The roller pump was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.